Event description:
A company rep reported that on (B)(6) 2009, the pt mentioned he had a bent infusion headset cannula which led to an e4 (occlusion) error on his insulin infusion device. The pt was uncertain of when this occurred and stated he knew how to troubleshoot it. No add'l details were provided and the pt declined further troubleshooting on the issue. The pt was not currently experiencing this issue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.